Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event and was treated with unspecified drug (dose, route and frequency were not reported). At the time of this report, the patient outcome was not reported but it was reported that "a serious degradation of state of health of the patient" following this event. Action taken with pd therapy was not reported. No additional information is available.